Event description:
It was reported that the top half of the ilet touch screen became unresponsive, preventing use of the menu, insulin cartridge icon, and alarm buttons while the wake button and unlock function remained operable; the user reported no drop or damage and a restart did not resolve the issue. Symptoms included no injury or adverse clinical effects. Outcomes included device replacement with shipment of a new pump. Investigation included collection of event details and initiation of device return for evaluation. Investigation of this case revealed a touchscreen malfunction affecting the display interface, consistent with a hardware failure of the screen component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the display/touchscreen.

Manufacturer narrative:
Initial.